Event description:
It was reported that the device was difficult to remove. The patient presented with unstable angina. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon was inflated at 6 atm for 15 seconds. The balloon was then deflated completely but during withdrawal, severe resistance was encountered. Several things were tried including passing a balloon and wire to the side, but the device could not be removed. The device was finally pulled out quite forcibly along with the guide catheter and wire to complete the procedure. It is not known if a device fragment remained in the patient, but no patient injury was reported, and the patient symptoms are not getting worse.

Manufacturer narrative:
The wolverine cb mr, ous 10mmx2.50mm was returned for analysis. A visual and tactile examination of the hypotube identified no kinks or damages. No kinks or damages were visible identified on the polymer shaft. A microscopic examination of the blades identified that the distal section of one blade segment had detached from the balloon and was not received with the device. The actual blade pad was fully intact and bonded to the balloon. No other damages were observed with the other blade segments and their pads. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. A microscopic examination of the tip section found no damage. The balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres with no leaks noted. A vacuum was pulled, and the balloon deflated without any issue. The balloon was inflated three more times and on each time the balloon inflated to its rbp and maintained pressure with no leaks noted.

Event description:
It was reported that the device was difficult to remove. The patient presented with unstable angina. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon was inflated at 6 atm for 15 seconds. The balloon was then deflated completely but during withdrawal, severe resistance was encountered. Several things were tried including passing a balloon and wire to the side, but the device could not be removed. The device was finally pulled out quite forcibly along with the guide catheter and wire to complete the procedure. It is not known if a device fragment remained in the patient, but no patient injury was reported, and the patient symptoms are not getting worse.